Event description:
It was reported by the patient to have a feeling of a "pushing sensation in the center of my chest, not up where the device is." The patient was seen in the clinic for optimization and the right ventricular lead voltage threshold was turned down and the device ddd mode was switched to off in an effort to resolve the chest sensations. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.